Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door failed and could not be recovered. A field service engineer (fse) shut off and powered switch and battery but could not be recovered. Further the fse identified damaged cat 5 cable and replaced the cable, but the issue persisted. Then the fse found that jumper on power supply board was missing and installed jumper to resolve the issue. Then the refrigerator communicated with medstation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was not opening and an error message indicated that the medstation could not be connected to the bus, preventing access to the refrigerator. A technician had visited earlier that evening to replace the battery, and the error occurred afterward. Rebooting the pyxis did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.